Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Further investigation is being conducted and will be included in the final report.

Event description:
The following was reported to gore: (B)(6) 2016 (the date were unknown), a chordoplasty of mitral valve was performed using gore-tex® suture cv-4 (4n04j/11894916j). On (B)(6) 2017, a re-operation was performed due to a mitral valve insufficiency. The suture was removed. The patient tolerated the procedure. The piece of the suture will be returned to histology for evaluation. It was reported that the eptfe seemed to be stretched and to be deteriorated.

Manufacturer narrative:
The explant evaluation was completed and revealed that there was no evidence of fraying, elongation or narrowing, nor was there mineralization causing disruption of the microstructure observed during examination.

Manufacturer narrative:
(B)(4).